Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically compressed. The analyst noted that the lead was returned with the helix fully retracted and the drive shaft lug stuck behind the retraction stop. No further helix function possible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician decided to reposition the lead due to low r-wave sensing. When the physician tried to place the lead a second time the screw of the lead would not advance. The physician removed the lead and checked the lead outside the body and the helix was not moving out, it was stuck. The lead was not used and new lead was implanted instead. No patient complications have been reported as a result of this event.